Event description:
It was reported that upon closing pocket, the right ventricular (rv) lead dislodged. The physician requested a longer lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 4194, implantable pacing lead, implanted: (B)(6) 2006; 5568, implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.